Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. An alert for possible hv circuit damage was observed. The device was tested on the bench and no anomaly was found. The cause of the alert could not be determined.

Event description:
This report is to advise of an event observed during analysis.